Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited intermittent high out of range pacing impedances alerts with values greater than 3000 ohms over a year period. Troubleshooting was performed by the health care professional (hcp), measurements remained with in normal limits and impedance jumps were not able to be recreated. The hcp stated that continuous monitoring was going to be provided. Technical services (ts) was consulted and recommended enabling alerts for non sustained episodes. This ICD remains in service. No adverse patient effects were reported.